Manufacturer narrative:
On 25 dec 2015 the x-rays were received. On 05 jan 2016, the medical (B)(4) performed a clinical evaluation and commented as follows: according to report, an abnormal activity was performed by this young male patient few weeks after primary lumbar fusion surgery. This reported weightlifting activity resulted in a mobilized lumbar cage and in a displaced pedicle screw (not object of the complaint as from a different manufacturer). The displaced pedicle screw may be concomitant with a pedicle fracture, not clearly visible on x-ray. It is reasonable to think that the root cause for this problem was patient misbehaviour. There is no evident defect on device placements that can be recognized from the available x-rays. Additional information received on 15 jan 2016 includes: revision surgery is planned on (B)(6) 2016.

Manufacturer narrative:
On 03 march 2016 it was prepared a final report with the information already submitted in the previous reports. On 10 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot. 1520124: 12 items manufactured and released on 23 june 2015. Expiration date: 2020-06-07. No anomalies found related to the problem. To date, 2 items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
When the patient lifted a heavy weight, the patient felt abnormal noise in his inner body. The surgeon took a x-ray and he found that the back out (migration) of mectalif posterior cage and pedicle bone fracture. Moreover, it is considerable that the loosening of pedicle screws. The patient feel a slight pain, but it does not affect a daily life. The surgeon injected to nerve block and decided to take a wait-and-see approach. Pedicle screws are not medacta's implants. The surgeon alerted the patient not to do such as lift a heavy weight after the primary surgery, but it seemed the patient did not follow them.

Manufacturer narrative:
Additional information received on 22jan2016 and includes: revision was finished on 22jan2016. In conclusion s1 posterior cage (ps) was loosed (cage backout side). The replace new s1 ps, than just hit a cage to correct position. Patient was fine after surgery. Not available.